Event description:
Additional information was received from the healthcare provider which noted that the patient had not been seen since (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v634859, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was at the hospital with bladder issues specifically an infection in the bladder. It was recurrent and the patient had it in the past. The patient was a poor historian therefore there were no concrete dates about the onset of the event. The hcp wanted to understand the device, what it does and where it is placed. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow-up report will be sent.